Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer loaded multiple cartridges to resolve the issue. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.